Manufacturer narrative:
The reported events of insulation twisted, and helix damage were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was returned with the helix retracted and no blood/tissue was found on the helix. The helix could be extended/retracted by applying torque to the connector pin, and full helix extension length was measured within specification. No anomalies were seen.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while the physician was maneuvering to implant the right ventricular (rv) lead, the lead's insulation became twisted and was found to be damaged. The rv lead was not used and replaced. The patient was in stable condition.